Manufacturer narrative:
On january 5, 2022, the mentor analysis lab received the medical device for evaluation. On january 17, 2022, the evaluation was completed. According to the information reported, the patient developed capsular contracture. In addition, the patient was implanted before having 22 years old. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned breast implant device. Per mentor instructions for use (IFU), breast augmentation includes primary breast augmentation to increase the breast size, as well as revision surgery to correct or improve the result of a primary breast augmentation surgery for women at least 22 years old. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade iii capsular contracture to the left breast prosthesis which was diagnosed by their healthcare professional during an in-office visit. As a result, the patient will undergo removal on (B)(6) 2021. Per the instructions for use, mentor memorygel breast implants are not intended for use in patients under 22 years of age, and thus this device is used in a manner inconsistent with the IFU.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade iii capsular contracture to the left breast prosthesis which was diagnosed by their healthcare professional during an in-office visit. As a result, the patient will undergo removal on (B)(6) 2021. Per the instructions for use, mentor memorygel breast implants are not intended for use in patients under (B)(6), and thus this device is used in a manner inconsistent with the IFU.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).